Event description:
Physician reports rupture and seroma-late. This relates to the left device. Device explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow particles in shell, extended opening, fold creases and weight within specification. A microscopic analysis was performed which identified: a sharp opening with localized stresses induced in radius side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and wear abrasion. Based on the device analysis the final assessment is: a sharp opening with localized stresses induced assessed as surgical impact.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, a.6, b.5, b.6, d.6b, g.2, h.6. Visual evaluation: visual analysis of the photographs identified a broken device has red particles on the surface of the device and on the gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Physician reports rupture and seroma-late. This relates to the left device. Device remains implanted.